Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a spinal cord stimulator (scs) explant procedure in order to have a much needed surgery. It is unknown if the said surgery is device related.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a spinal cord stimulator (scs) explant procedure in order to have a much needed surgery. It is unknown if the said surgery is device related.